Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead suddenly began exhibiting noise with oversensing with some pacing inhibition. Pace impedance measurements were low, but greater than 200 ohms. Review of the presenting electrogram (egm) revealed rv non-capture. The observed noise did not appear to be electromagnetic interference (emi) or physiologic. Further lead evaluation was recommended, and programming changes were made. Chest x-rays and possible lead revision were anticipated. This ra and rv lead remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).